Event description:
The customer's mother reported via phone call that the customer was in the emergency room on (B)(6) 2015 due to high blood glucose levels over two days. The customer's blood glucose was 600 mg/dl. The customer had treated the high blood glucose with 6 units of insulin. The customer was unable to perform troubleshooting because the insulin pump was not present at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.